Event description:
It was reported the patient¿s device ¿failed.¿ it was also noted the patient¿s reflex sympathetic dystrophy spread from it. The patient was told they lost too much weight and that¿s why it wouldn¿t charge. The device pushed itself out of the patient¿s body and the wires were hanging out.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).